Event description:
The account generated a false positive axsym toxo igg result on a specimen that repeated axsym toxo igg negative. The account generated an axsym toxo igg = 19 iu/ml but repeated axsym toxo igg = 0 iu/ml. The patient previously tested axsym toxo igg = 0 iu/ml two months earlier. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) - evaluation - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving erratic results. The probable causes for erratic results include damaged, dirty or misaligned probe, and improperly functioning sampling syringe valve. Complaint information notes a field service representative replaced the sampling probe and sampling syringe valve to resolve the erratic results issue. A complaint review found there have been no additional incidents of erratic result generation by axsym plus (B)(4), since the sampling probe and sampling syringe valve was replaced. A review of axsym plus field performance data did not identify an increase in complaint activity for the issue the customer experienced. No product deficiency was identified.